Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210301254 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "physician jailed a micro behind an atlas stent in order to treat an ica aneurysm. Last coil kicked the micro out and the physician attempted to ride micro over coil to get back into position several times and coil prematurely. Physician stented over coil tail that did not go into the aneurysm. Follow up (B)(6) 2021: there was a stent already in place which added a layer of difficulty and may have contributed. There was an additional stent used after."